Event description:
The customer reported that a patient sample yielded positive results when tested with anti-d of erytype s abd+rev.a1, b on tango optimo. The customer stated that the reaction with anti-d clone bs226 was 2+ and with anti-d clone bs232 3+ positive. The customer performed rh(d) testing in the tube technique including testing for weak d and received negative results. The customer did not return the supposedly defective product for investigational testing, but a patient sample. This patient sample was not suited for the testing on erytype s, because it contained only plasma and no red blood cells. Therefore our quality control laboratory tested their retention sample of erytype s with different donor samples on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot the affected tango optimo was inspected by our field service engineers. No indication for an instrument malfunction could be identified.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive reaction of an erytype s abd rev. A1,b test with anti-d on tango optimo when visually the customer evaluated the result as negative. The customer repeated the sample in the tube and the result was rh negative. So far the customer did not return the supposedly defective product erytype s abd+rev. A1,b for investigational testing and also not the patient sample that had caused a false positive result. Testing of our quality control laboratory's retention sample is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers. No indication for an instrument malfunction could be identified.